Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Threshold stable ~.75v, begins rise around (B)(6) 2014. Maximum of 2.5v starting (B)(6) 2014.

Event description:
It was reported that rising thresholds, and loss of capture were observed on the right ventricular (rv) lead. It was further reported that rapid battery depletion was suspected on the implantable cardioverter defibrillator (ICD). A procedure was scheduled to replace the rv lead and ICD. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).